Event description:
It was reported that the patient had the artificial urinary sphincter removed due to a system leak. A new artificial urinary sphincter consisting of a cuff, pump, and balloon was implanted

Manufacturer narrative:
A2 date of birth unknown, birth year 1951. Investigation summary: based on the information available, the cause that contributed to the reported device fluid leak could not be established as the product is not available for analysis. Device history record review (DHR): the device history record review (DHR) of the manufacturing documentation was not performed as the serial/lot number for this component was not provided. Device technical analysis: the device was not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation of fluid leak cannot be confirmed. Labeling review: a labeling review was performed and according to the aus instruction for use document, there is no evidence that the device was used or handled improperly. Investigation conclusion: based on this investigation a clear probable cause for the event cannot be established; therefore, the conclusion code of cause not established has been chosen.

Manufacturer narrative:
Date of birth unknown, birth year (B)(6).

Event description:
It was reported that the patient had the artificial urinary sphincter removed due to a system leak. A new artificial urinary sphincter consisting of a cuff, pump, and balloon was implanted.